Manufacturer narrative:
Concomitant products: product ID: 74002, lot# n607789, implanted: (B)(6) 2016, product type: adapter.

Event description:
Information was received from a healthcare professional (hcp), via a distributor and manufacturer representative, regarding a patient who underwent an implantable neurostimulator (ins) procedure on (B)(6) 2016 in which a pocket adaptor was implanted. On (B)(6) 2016, the patient lost therapeutic effect in certain positions. The therapy was turned off to prevent battery depletion. Impedance tests showed no problems. After imaging examination, it was suspected the adapter had issues on the connections but was not visible. The patient underwent a surgical procedure to verify the system integrity. Impedance tests were taken to simulate several adapter positions. The impedance measurement were in a "very straight angle (only) tended to infinity" and it was concluded the adapter cable part that connected to the ins was damaged. The adapter was replaced and the tests were taken with no further problems noticed in regards to the impedance measurements. It was possible to see a black spot in the part of the cable that connects to the ins. The issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for adaptor (B)(4) revealed the body conductor was broken within 10cm of connector area. No electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.